Event description:
The screw that keeps the handle attached came off, which caused the handle to detach. Case type: pka. Surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: it was reported that the screw that keeps the handle attached came off, which caused the handle to detach. Product evaluation and results: (B)(4), sn# (B)(6) RMA# (B)(4) inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual missing screws. Disposition: rtv inspected by: (B)(4). Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no koch7 and accepted into final stock on 03/19/2019. No non- conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number koch7, shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1452931.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw that keeps the handle attached came off, which caused the handle to detach. Case type: pka. Surgical delay: 15 minutes.